Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, the device was analyzed. Interrogation of the device confirmed the reported low battery voltage fault. The device case was removed and electrical testing noted a high current condition. The high current was isolated to a single low-voltage capacitor. Electrical testing of the capacitor found evidence of a crack. Further analysis of the capacitor confirmed it had cracked, causing a high current condition, leading to the reported battery fault code and beeping tones.

Event description:
--

Manufacturer narrative:
The device is expected to be returned for analysis. This event will be updated upon return and completion of analysis.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this device was emitting beeping tones. The patient confirmed no magnet was near the device. Technical services provided a facility near where the patient was staying to have the device checked. The physician then reported that tones were confirmed, with a system fault code for voltage too low for remaining longevity. The patient had been in the united states, and the patient traveled home to (B)(6) where a device replacement procedure was performed. No adverse patient effects were reported.

Event description:
--